Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a chest x-ray was not performed and the cause of the noise and oversensing were not determined. The patient followed up with their clinic and was asymptomatic at that time. The plan was to continue monitoring the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead were exhibiting noise and oversensing leading to pacing inhibition. The patient is dependent and was experiencing light headedness and dizziness on walks. The device was programmed doo until the root cause of the observations was determined and addressed. The patient was sent for an x-ray to evaluate the lead. Boston scientific technical services discussed sensitivity and programming the device to doo to ensure consistent pacing. The system remains in service. No adverse patient effects were reported.